Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400. 14421-aw rev h 01/16. Living with diabetes 9 / page 107: warning: if an infusion site shows signs of infection: 1. Immediately remove the pod and apply a new one at a different site. 2. Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The patient reported that he went to the emergency room and was diagnosed with an infection at the insertion/pod site. The patient saw a bump and redness around the site when the pod was removed which started getting worse the next day. Treatment included an IV and antibiotics (cefalexin, 500mg, 1 tablet every 4 hours). The pod had been worn on the leg for longer than 48 hours.